Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were dusty. Additional malfunctions include the power switch for the front assembly was faulty.